Manufacturer narrative:
The device was returned for analysis. A visual inspection was performed on the returned guide wire. The reported break/separation and stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use and/or tip shape which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break/separation and stretched coils appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during the procedure to treat multiple lesions, the tip core of the guide wire became kinked resulting in the core separation and stretched coils during retraction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat multiple lesions in the right coronary artery. The procedure was performed without issue; however, after removal of the 014 ht turntrac flex guide wire the proximal portion of the guide wire was observed to be frayed. The procedure was successfully completed at this time. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.